Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitors letter reported that the patient had been implanted with a hip on (B)(6) 2015 that the implant had to be replaced in (B)(6) 2015 as the patient was experiencing pain with the implant and contracted sepsis.